Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jv474; pgbdctr0 number, and no non-conformances were identified. Additional h-3 summary: it was reported performance breakage suture. One open box with thirty-four unopened samples of product code jv474, lot pgbdctr0 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using a instron and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pabdzrr0, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the animal underwent a hysterectomy procedure in 2019 and suture was used. During the ligation of the ovarian pedicle the thread breaks. There were no adverse patient consequences reported.